Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4). Has been evaluated for the malfunction code soft cannula found bent/kinked upon removal from infusion site. The batch 6008919 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008919 were previously tested in (B)(4) on 12/jun/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to (wi) version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008919 was manufactured according to (wi) version 116 and packaging in the line 4, on 31/aug/2024, with a total of (B)(4) units. Review of the device history recored (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code soft cannula found bent/kinked upon removal from infusion site and lot 6008919 and other five complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) plan 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025. Blood glucose level was 490 mg/dl at the time of the event due to bent cannula event. Patient got treated with intravenous (IV) and fluids of saline and insulin and patient also took bolus via the pump itself. Patient was also found positive for high ketones level. Patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent/kinked upon removal from infusion site. The batch 6008919 in question was manufactured at the reynosa site. Complaint investigations: the reference samples for batch 6008919 were previously tested in complaint (B)(4) on 12/jun/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008919 was manufactured according to the wi version 116 and packaging in the line 4, on 31/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code soft cannula found bent/kinked upon removal from infusion site and lot 6008919 and other five complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.